Manufacturer narrative:
Admittedly this is a user issue. The device became bent while being employed to drill the bone hole, which was the underlying cause for the metal debris. This is a technique issue, no further action is warranted at this point in time.

Event description:
Our rep is reporting that during an arthroscopic shoulder repair, the lupine drill bit became bent while in use, subsequently metal shavings were observed falling into the pt's joint space while using the damaged lupine drill bit. All of the debris was removed from the body and the procedure was concluded successfully without further incident or harm to the pt. Complaint device discarded.